Event description:
It was reported from (B)(6) by a patient that they are experiencing the display of the controller is hard to read. The exchange of the controller will take place when the site receives the new controller. No additional information was provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the controller exchange was performed without patient complications. The patient's gender was also provided. No further information was available. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation with the controller display. The characters and back light were present on the display no faults couldn't be detected. Display error could not be confirmed or duplicated at the bench level. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device has not been received.